Manufacturer narrative:
H10: the sample was received for evaluation with a minicap attached to the female connector of the transfer set. A visual inspection was performed with the naked eye with no issues noted. Functional tests including leak, clear passage, and clamp function tests were performed with no issues and no leaks noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the twist clamp of a peritoneal dialysis (pd) transfer set. This occurred before use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.